Manufacturer narrative:
A medtronic representative went to the site to test the equipment. System checkout was successful and the system was confirmed to operate as intended. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the logs included one session with several errors relating to flow-control for usb/serial communications (which is used by the localizer). In conjunction with the sequence of events reported in case description, this suggests that the failure was in the usb fiber transceivers, not the application software or the computer os. This appears to be a transient failure mode, resolved by a power-on reset of the fiber transceivers. There are no indications of a physical hardware fault. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that pre-operatively when the surgeon went to register, the system said that the localizer was not connected. The site rebooted the software without resolution. A manufacturer representative shut down the entire system including the navigation interface unit (niu) which resolved the issue. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.